Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the ti matrixneuro temporal msh med/malle was broken at one of the holes used for screw insertion. No other issues were observed; therefore, the reported condition can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the ti matrixneuro temporal msh med/malle would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2025, during a craniotomy case, the plate hole on the ti matrixneuro temporal msh med/malle broke when surgeon was inserting the screw with the matrix prodriver. There was a surgical delay as implant had to be removed and a new one implanted. The surgery was successful and patient outcome is reported as fine.